Manufacturer narrative:
(B) (4)

Event description:
According to the rptr: the sulu could not be opened to remove from tissue and withdraw from the surgical field. The instrument was resected with the use of another device.